Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage measurement was performed and failed due to 0 vdc. A review of the bin file was not performed and ffa lab could not download\get the data bin file from tx unit within the investigation window. The allegation was not confirmed. The probable cause could not be determined. In addition, a transmitter failed error was found in connection to the reported allegation. The reported event of a loss of connection is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.